Event description:
It was reported that the implantable cardioverter defibrillator was oversensing on the near field ventricular channel. Programming changes were performed resolving the oversensing. The patient was stable before and after programming.